Event description:
It was reported that the tip of an asahi sion blue guide wire had separated during a percutaneous coronary intervention (pci) for a 75%-90% stenosis in the mid-distal right coronary artery (rca). A sion blue guide wire was advanced to the posterior descending artery (pda) in the distal rca. Balloon dilatation was performed from the mid to distal rca. The follow-up angiography showed improvement of the stenosis, but revealed a 90% stenosis in the proximal pda and an 80% stenosis at the ostium of the posterior left ventricular (plv) branch. Another sion blue guide wire was advanced distally into the plv branch and used as a jailed wire for side branch protection. Two stents were deployed in the mid-distal rca, followed by post-dilatation. The following angiography showed significant improvement of the stenosis, no impairment of the plv branch flow, and thrombolysis in myocardial infarction (timi) grade 3 flow in the distal rca. Attempts were made to withdraw the jailed sion blue guide wire from the plv branch, but difficulty was met, and the sion blue was found frayed under fluoroscopy. A 0.8×12mm niballoon balloon (orbusneich) and then a 1.5×15 mm maverick balloon (boston scientific) were advanced gradually behind the stent toward the frayed segment of the guide wire, but advancement of the balloons was difficult. An unspecified microcatheter (orbusneich) was used to withdraw the jailed sion blue simultaneously. Tip fracture was confirmed on the removed the sion blue guide wire. Digital subtraction angiography (dsa) showed part of the detached tip fragment was floating from the ascending aorta to the right subclavian artery, while the other end was trapped behind the stent in the rca. The left radial artery was punctured, and a 6f guiding catheter was advanced to the right subclavian artery under dsa guidance. Three sion blue guide wires were used to catch the detached tip fragment using wire-wrapping technique, and part of the fragment was retrieved. Three sion blue guidewires were used to engage the detached tip fragment using the wire-wrapping technique, and part of the fragment was retrieved. The remaining fragment was captured with a snare system (lifetech scientific), and the floating part was successfully retrieved. Repeat angiography then revealed dissection at the stent entry site in the mid rca, and an additional stent was deployed from the proximal to mid rca, overlapping with the stent in the mid-rca. After post-dilatation, angiography showed resolution of the focal stenosis, complete stent expansion, and good stent apposition, with timi grade 3 flow in the distal rca. Patient's heart rate and blood pressure were temporarily decreased during the procedure, which were gradually recovered after administration of atropine and metaraminol. The patient had no significant discomfort. The procedure was completed. It was reported that the patient returned to the ward in stable condition after the procedure. The patient reportedly recovered uneventfully and was scheduled for discharge.

Manufacturer narrative:
As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) # as well as expiration date could not be obtained. Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review of the reported sion blue could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar event, it was presumed that tensile stress generated with wire removal might have been locally applied on the subject sion blue guide wire while the wire tip was caught between the stent and the vessel wall. Consequently, the wire tip was separated. It was concluded that this event was not attributed to product quality. Additional treatment due to difficulty in wire removal and for removal of the wire fragment was considered an adverse patient effect and the reported wire fragment left in patient anatomy was considered a permanent impairment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ removal difficulty of guide wire ~ separation of the guide wire.